Event description:
It was reported that during use of the device for extracorporeal membrane oxygenation (ECMO), the device was giving inaccurate ph reading, despite calibrating prior to initiation of the device and an in-vivo calibration after the inaccuracies occurred. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the pt. Clinical review: this cdi 500 was being used for an ECMO procedure. ECMO is a long-term therapy for failing heart and/or lungs and a pt can be on this type of extra-corporeal circuit for many hrs to days. During this extended use, the ECMO nurse observed the ph measure of the cdi 500 was much lower than the lab analyzed result. The cdi was displaying a 7.18 level, where the lab was measuring a 7.60. The nurse commented that other values also appeared to be inaccurate, but she could not recall which measures. The shunt sensor was initially changed, but an error code was also noticed. The cdi 500 monitor was changed out with a back-up cdi 500 unit.

Manufacturer narrative:
The nurse stated that she does not recall the error that appeared after rebooting. She thinks she may have done something to cause the error. She is going to obtain the unit back from the biomedical engineer.